Event description:
Spouse of home pt reports pt line of homechoice set was not priming completely. Spouse reports this incident as the second occurrence recently, and that the hp has just been diagnosed with alzheimer's disease. Spouse reports hp ended treatment early for the evening. No pt injury or medical intervention required per spouse.